Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 535 mg/dl, with ketones that were not identified as dangerous by a healthcare provider cause was unknown. Customer received intravenous fluids of saline and insulin, which resolved the issue without any permanent damage. Customer declined a supplies/system check. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.